Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a blood glucose value of 90 mg/dl and reported a differences between sensor glucose and blood glucose levels. The customer reported hypoglycemia treated with carb intake. The event involved product mmt-7040c1. Troubleshooting was performed for sensor glucose vs blood glucose and the insulin delivery was not suspended due to difference between sensor glucose and blood glucose values. The blood glucose was 90 mg/dl and sensor glucose value was 55 mg/dl and the difference was beyond 30%. Troubleshooting was partially performed for low blood glucose event. The customer doesn't believe the pump was overdelivering and declined to continue troubleshooting. No further patient complications were reported. It was unknown whether the customer will continue use of the sensor. No product return is required for mmt-7040c1.